Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 25-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the past several months pt has been having issues with their therapy. Caller stated pt feels as though they may need reprogramming or as though a lead may have shifted because they haven't been getting the same relief. Caller stated pt has been working with their pain management physician and was instructed pt to connect with a medtronic rep to meet them at their upcoming appointment. Patient services (ps) emailed mdt field reps for visibility.